Manufacturer narrative:
The ssd with lot number s3z6nbrk604509p was returned to medtronic for analysis. There were no faults found - the ssd was tested and found to import exams without error via dvd. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735737, version 1.1.0. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735999r, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system did not perform as intended. The solid-state drive (ssd) was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was failing to import patient images with an error message saying "unable to create volume in db". They tried importing through both dicom qr and cd methods, but both methods did not work. Using a usb was not allowed in the hospital for security reasons, so that method was not attempted. Trying to import known good images that were successfully used in previous surgeries also did not work. Troubleshooting was performed by upgrading the software from v.1.1.0 to v.1.2.0. Attempting this nor reinstalling v.1.1.0 did not fix the issue and the same error message was shown. The solid-state drive (ssd) was replaced which then resolved the issue. There was no patient involved.